Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display screen issue. The reporter was a clinical manager, and the device was a demo pump not being used on a patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings:the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The display lens was scratched.